Event description:
A biomedical engineer reported that during surgery, there were cracks in the port and they were unable to connect accessories. Additional information received indicated that they were able to complete the procedure with the nurse holding the tubing together. The reporter stated there was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and attempted to replace the vitrectomy probe connector, but could not tighten. On visual inspection, the company representative observed cracks in the base and replaced the cracked pneumatic base manifold. The system was then tested and met all product specifications. Visual evaluation of the returned the pneumatics manifold base confirmed the right port was cracked and broken. Functional evaluation was not conducted as visual evaluation confirmed the customer reported issue and further evaluation was not required. A review of complaints for the last 24 months did indicate 1 similar report for this system. Sufficient information has not been provided to determine how the pneumatic base manifold became cracked. The root cause was not conclusively determined. (B)(4).